Event description:
Reporter indicated that patient had an infection on his neck at the electrode site. Surgeon reported that he performed local wound care and prescribed antibiotics for the patient. It was reported that a tie down was eroding through the skin. The patient underwent surgery to remove the tie down. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.